Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The fault was attributed to a system pcb. The part is obsolete. The device was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.